Manufacturer narrative:
While it is unk if the device used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The actual device was not returned for eval. Retained-product testing was completed and the device was found to be within specification. Also, a DHR review was conducted with no discrepancies noted.

Event description:
In this event, it was reported that immediately after the use of hydrogum 5, a pt developed a rash and blisters on their face and swelling of their lips. The symptoms lasted for 5 days and ceased without medical intervention.